Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation due a magnetic resonance imaging (MRI) scan that was performed without appropriate device settings. The device was successfully reprogrammed. The patient was stable.